Manufacturer narrative:
This complaint was originally reported on the vmsr report. However a second review has indicated this complaint to be a serious injury.

Event description:
Implant failed because primary stability could not be achieved.